Manufacturer narrative:
Citation: zhengming jiang et al. A novel bailout snare technique sparing recross the aortic valve during transcatheter aortic valve implantation. Catheterization and cardiovascular interventions. Jan;105(1):261-264 2025. Doi: 10.1002/ccd.31347.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 68-year-old female patient with aortic stenosis who underwent implant of a medtronic 26-mm evolut pro bioprosthetic valve. During the procedure, after being deployed the evolut pro valve dislodged into the ascending aorta. A second valve (manufacturer or model not provided) was passed through the first valve with the assistance of the snare catheter and was successfully implanted. A final angiography confirmed the well-positioned valve with patent coronaries. A transthoracic echocardiogram revealed a mild paravalvular leak with a mean gradient of 14 mmhg. The patient recovered well and was discharged home three days post-procedure. No further information was provided pertaining to medtronic products.